Manufacturer narrative:
Follow-up #1 ¿ (06/02/2014).the lay user/patient¿s meter has been returned and evaluated on 05/28/2014 by lifescan product analysis with the following findings:error message is observed in the error log, but error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error 5. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.